Event description:
It was reported that a patient presented remotely with a diagnostic anomaly noted on the patient's pacemaker, with false atrial fibrillation episodes noted. No intervention was reported and the patient will continue to be monitored. No patient consequences were reported.